Manufacturer narrative:
One bivona® 8.0mm custom tts¿ tracheostomy tube was returned for investigation. During functional testing of the returned device, the device cuff was inflated with 20cc's of air and the device was submerged under water. Bubbles (indicating a leak) were observed escaping from a small hole on the device cuff. Visual inspection of the device observed tiny scratches next to the small hole on the cuff. The cuff of the device was then removed and the wall thickness was measured; the wall was found to be within specification. Investigation was unable to determine the root cause of the cuff leak.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that after the tracheostomy tube had been in use for 5 days, a cuff leak occurred. Additional information has been requested and not received. No adverse events reported at this time.